Event description:
Additional information received from the physician/author provided unique device identifiers for the evolut fx+ valve. No further details were provided.

Manufacturer narrative:
A review of the medtronic global complaint handling database with the provided unique device identifier numbers found no previous records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: rohm et al. Redo-transcatheter aortic valve replacement with a 26 mm sapien valve in a 26 mm evolut valve to correct significant paravalvular leak via transcarotid access. Catheter cardiovasc interv. 2025 nov;106(6):3326-3330. Doi: 10.1002/ccd.70212. Epub 2025 sep 23. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 84-year-old male patient with severe aortic stenosis, heart failure with a reduced ejection fraction, and severe peripheral artery disease with prior bilateral iliac artery stents. Subsequently, the patient underwent transcatheter aortic valve implantation (tavi) of medtronic 26 mm evolut fx+ bioprosthetic valve to treat the aortic stenosis. Following valve deployment, moderate-severe paravalvular leak (pvl) was noted on transesophageal echocardiography (tee). Multiple attempts to post-dilate improved the pvl severity but did not resolve the leak. The next day the patient underwent a subsequent valve-in-valve tavr (viv-tavr) procedure. A non-medtronic 26-mm bioprosthetic valve was successfully implanted inside of the evolut fx+ bioprosthetic valve resulting in no regurgitation. At the one-month follow-up the patient was noted as asymptomatic. No further information was provided pertaining to medtronic products.